Event description:
Revision total knee due to laxity in the primary knee. Changed insert from a 9mm to an 11 mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if received, will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding instability involving a triathlon cr insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence this patient¿s clinical problems were related to factors of faulty total knee arthroplasty component design, manufacturing or materials.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. X-rays and clinical and past medical history are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Revision total knee due to laxity in the primary knee. Changed insert from a 9mm to an 11 mm.